Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, far p oversensing was observed. No intervention was performed, and the implantable cardioverter defibrillator remains implanted. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported p-wave oversensing was confirmed through egm review. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received states that the patient presented via remote transmission, non-sustained right ventricular oversensing was noted. Review of episodes indicated that these alerts were caused by far field p-waves and lead noise. The implantable cardioverter defibrillator and right ventricular lead was explanted and replaced.

Manufacturer narrative:
Correction - related manufacturer reference number was missed in previous supplemental report the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13204. New information received states that the patient was stable post procedure.